Manufacturer narrative:
510k: 2 unknown caudal bicortical screws for cervical spine locking plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. 1, unknown cervical spine locking plate (cslp) iii plate. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Screws loosened after revision, patient is taken care of a team of doctors. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the caudal bicortical screws loosened after revision, patient is taken care of a team of doctors. Concomitant parts: 1x cervical spine locking plate (cslp) iii plate, part/lot unknown this report is for 1 unknown caudal bicortical screws for cervical spine locking plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: neither the material nor additional information was received for investigation, what makes a determination impossible. The received x-rays pictures confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without investigation it cannot be defined if a corrective action is necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.